Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the o2 calibration failed. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.